Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer went to the emergency room on (B)(6) 2020 and was there for four hours.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on unknown date. The customer¿s blood glucose level was 605 mg/dl at time of incident. Another blood glucose level was 578 mg/dl. The customer was assisted with troubleshooting. The customer was treated with emergency room, hospitalization and insulin drip. The customer stated that the insulin pump had a damaged retainer ring. The customer stated that the reservoir did not lock into place. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.